Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device inner sterile packaging was compromised and allowed the cement powder to leak out. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrective action has been initiated for the reported issue. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened on one side. As the batch number has not been communicated and as we have only the first part of the lot number on the received product, we reviewed all the dhrs of the possible batch numbers containing the first part of the lot number. The device manufacturing quality records indicate that the released product met all requirements to perform as intended. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the device inner sterile packaging was compromised and allowed the cement powder to leak out.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.